Event description:
Product analysis of the lead was completed. A fracture condition was confirmed. The broken coil ends appeared twisted, with fracture mechanism likely due to rotational forces. In addition, two portions of the lead body were twisted, likely due to patient manipulation/rotation of the device while it is implanted. In addition to the fracture condition, fluid leaks and corrosion of the lead were identified. Later product analysis of the generator was completed. There were no anomalies identified with the generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was fully replaced due to high impedance. During the replacement no visual anomalies were seen on the lead. The explanted devices were received into the product analysis lab. No other relevant information has been received to date.